Manufacturer narrative:
On june 23, 2009, the handpiece involved in the reported event was evaluated. During the evaluation, the technician noticed that the two o-rings were damaged. A leak test was performed to confirm the leak from the o-rings by technician. The handpiece was repaired and returned to the loaner handpiece pool.

Event description:
It was reported by the sales rep that the handpiece was leaking saline from the cutter release area. There were no reports of any adverse patient event associated with this malfunction.